Event description:
A nurse reported that a plastic thread was noted inside of the viscoelastic solution with no procedure or pt involvement. Additional info has been requested.

Manufacturer narrative:
No sample or lot number info has been received by mfg for eval. As no complaint sample or lot number info is available, no lot specific investigation can be performed. All syringes are visually inspected foreign material by qualified operators. Items with particles or fibers are rejected. Additional info has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).